Event description:
A training presentation indicates an unk pt was implanted with sternal plates, screws and splints for rib fixation on an unk date at an unk facility. The x-rays contained in the presentation, taken on an unk date, show two screws backing out of one of the plates. The presentation indicates that the pt was asymptomatic at one yr post operative. Removal of the plate and screws is unk. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.